Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare (hcp) provider via the product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen 400.0mcg/ml, 165.05mcg/day; intrathecal dilaudid 4.0mg/ml, 1.6505mg/day; intrathecal bupivacaine 30.0mg/ml, 12.379mg/day; intrathecal clonidine 500.0mcg/ml, 206.32mcg/day, simple continuous infusion, for non-malignant pain. The patient experienced a loss of pain relief/loss of therapeutic relief/increased pain and lower extremity numbness with patient therapy manager (ptm) activations (maximum activations 10 per day). On (B)(6) 2015, catheter dislodgement was identified via catheter dye study. The catheter was observed to have migrated to the right gutter with the dye localizing only on the right side. Early scar tissue or inflammatory mass was suspected. The event was considered related to the device/therapy and possibly related to the drugs. On (B)(6) 2015 the catheter was spliced and the existing spinal portion was tied off. The last pump refill had occurred on (B)(6) 2015 at 10:40. The event was considered resolved without sequelae as of (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician via psr (product surveillance registry). The clinical diagnosis was reported as scar tissue at the catheter tip.